Manufacturer narrative:
One smiths medical mefusion pump was returned for analysis in a good condition. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, motor rate error was found immediately at the beginning of occlusion test. It was noted that the main board does not operate as intended and is the cause of the reported issue. Service replaced the main board to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error. No adverse effects were reported.

Event description:
It was reported that the pump indicated a motor rate error. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. It was in good condition with no appearance of any physical damage. An occlusion test was performed and a motor rate error was found immediately at the beginning of the test; thus, the reported problem was confirmed. This was due that the main board did not operate as intended. Root cause could not be determined. The main board was replaced. A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) .